Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display and constant beeping due to vertical cracks on the lcd controller. The pump was received with minor scratches on the lcd window and a cracked select button keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. It was reported that customer fell onto insulin pump causing display screen to flash black and white. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.